Event description:
This report is being filed retrospectively per the FDA's request. Reportedly, the pt's flange fixture with abutment fell out ten days after surgery. There was no trauma reported during this time. The fixture was returned to the MFR but had not been sterilized. Per procedure, no analysis was done on the fixture.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.